Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate tandem technical support reviewed pump logs, but the customer's issue could not be confirmed. There was no impact to the customer's blood glucose level.